Event description:
It was reported that the during the tympanoplasty procedure when replacing the mr8 bar, the bearing came off and black powder came out of the attachment. It was reported that there was no patient or staff impact.

Manufacturer narrative:
H3: product analysis (B)(4) :evaluation determined that bearing came off. The likely cause of failure is due to bearing broken. It was also couldn't able to reproduce the black powder came out. H3: product analysis (B)(4) :evaluation determined that bearing came off. Due to that abnormal sound were heard during operation. It was also couldn't able to reproduce the black powder came out. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 1847attas, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.